Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under-sensing and noise on the right atrial (ra) lead. Upon inspection of the lead, it was determined that there was a lead break. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.